Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported four leads were attempted but only two were successfully implanted; two leads were unsuccessful due to non-integration on the same date. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.